Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg inspected the subject device and found cracks of the light guide lens, deterioration of glue around the light guide lens, objective lens, and at the edge of the bending rubber, and so on. As part of the investigation, we made an effort to check the reprocessing practice of the user, but no information was obtained. Oekg conducted microbiological test of the subject device and no microbes were detected from the sample of all the channel of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.